Manufacturer narrative:
Additional information was received on 30-jan-2025. It was reported that the physician's opinion on the cause of the adverse event is the procedure. The procedural activated clotting time (act) was 338 seconds. The cause of death was stroke secondary to atrioesophageal fistula. Death after diagnosis of brain death. In addition, the concomitant product section was updated based on the information received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced esophageal fistula that required surgical intervention. As a result, the patient had a stroke and died. The patient had a radiofrequency ablation of atrial fibrillation on (B)(6) 2024. Over a month later, on (B)(6) 2024, the patient was hospitalized for "dry pericarditis table". Two days into the hospitalization (B)(6) 2024), the patient had a cerebrovascular accident. On (B)(6) 2024, the patient had a thoracic scan that showed atrioesophageal fistula. The patient had surgical treatment of the fistula however the patient died a few weeks later.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).